Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphiprion deep otw pta balloon catheter to treat an occluded peripheral artery below the knee. The device was inspected and prepped prior to use with no issues noted . During use a leak was noticed coming from balloon neck and the device could not be used . A non- medtronic device was used to complete the procedure. There was no adverse event to the patient.

Manufacturer narrative:
Evaluation summary: the balloon was unfolded and traces of radio opaque solution were detected. The shaft was not damaged. The device was pressurized and a leakage was detected from the bonding between shaft and the luer. Keeping the syringe downwards, a vacuum was drawn for approximately 15 seconds; air bubbles continued to raise from the device. The same test was performed using colored water and leakage from the uv bonding was confirmed. Evaluation, conclusion: manufacturing deficiency - luer leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.